Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, version #: (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The system then passed the system checkout and was found to be fully functional. A software analysis through log analysis was pending. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. After registering the patient with a metric of 1.3mm, the surgeon felt accurate when verifying accuracy. After draping the patient, the surgeon was navigating in the brain and felt off. The surgeon thought that navigation displayed closer to the bone when in brain tissue. After the procedure, anatomy was checked and verified as accurate on the face. There was no impact on patient outcome. The issue did not result in procedure delay. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Software analysis determined that there was no indication a software anomaly contributed to the reported issue. The software appeared to be operating as intended. It was observed that more trace points were on the right side of the patient's anatomy than the left. Some trace points were also collected on soft tissue and many points were above the patient's skin. The green zone of accuracy was small and the area of interest was not covered by the green zone of accuracy. If information is provided in the future, a supplemental report will be issued.